Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because the cuff was initially placed too distal. The component was removed and replaced in the correct location. There were no patient complications reported.